Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury/partially deployed stent requiring medical intervention. Device issue: balloon rupture/partially deployed stent. It was reported that after the heavily calcified lesion located in the right coronary artery (rca) was rotobladed, a 3.0 x 15 mm promus was attempted to be implanted; however, during inflation at 10 atms, it was noted that the balloon was losing pressure, so the device was removed from the pt and a pinhole rupture was found on the proximal portion of the balloon. It was at this time that it was noted that the stent had dislodged. The stent was located in the target lesion partially deployed, and the guide wire was still in place so a balloon catheter was advanced to the lesion for post-dil and the stent was successfully deployed within the target lesion. No pt effects were reported. No add'l info is available. You are receiving this vigilance report from abbot vascular as bsc distributes promus in europe as its brand label of abbott vascular's drug eluting stent.